Manufacturer narrative:
Siemens healthcare diagnostics has identified five feature issues with the syngo lab data manager. The issues pertain to result unit conversions, quality control processing, virus protection, system performance degradation, and orders received from lis being rejected. An urgent medical device correction (umdc) entitled "syngo lab data manager system software issues" was sent to customers in the united states in august 2015. An urgent field safety notice (ufsn) entitled "syngo lab data manager system software issues" was sent to customers outside of the united states in august 2015. The umdc and ufsn describe the issues and provide actions the customer can take to prevent and mitigate the issues.

Event description:
A siemens technical applications specialist (tas) was at a customer site to configure a quality control (qc) program on a syngo lab data manager and discovered that after excluding results with alerts of "result has instrument errors" and "result null is not numeric," the alerts were still listed as unresolved. There are no known reports of adverse health consequences due to this issue.